Event description:
Cardiac cauterization procedure ¿ attempt to pass second stent to area of dissection after balloon inflation ¿ stent would not pass through previous placed stent. Upon withdraw of balloon, it was observed that the stent had dislodged from the balloon and was left behind in the circumflex artery. Physician was able to remove the undeployed stent back into the guide catheter and all devices were removed from the patient without further complications. Patient admitted to critical care to be observed.